Manufacturer narrative:
A ge representative evaluated the system and repaired the collimator and connector. System operates as intended.

Event description:
Customer reported the system will produce x-rays for a short period and then stop. No patient injury was reported.